Event description:
Twos last april .3 to .45mv hospital (B)(6). Rv sense to .9mv and is now programmed to sense bipolar (B)(6) 2024, twos. Bv pacing 83%, chest tightness, ap. Ap never sees this oversensing, impedances are stable, no true pvcs, insulation breach. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).